Event description:
An alarm labeled as alarm 2 was reported, followed by alarm 26, indicating an occlusion event that occurred earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. The customer addressed the issue by reloading the same cartridge and infusion set, and a pump system check was scheduled to be completed by technical support.